Manufacturer narrative:
UDI#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported an injection to a patient with unspecified juvederm ultra in the lips and botox in the upper lip. The patient did not like their lower lip "because it was too big". Patient was advised to wait 2 weeks "until the swelling goes down". The patient was reviewed the next day and had an injection of perlane on the nasolabial folds. Patient was given antibiotics as a prophylaxis. The patient was reviewed by another healthcare professional a week after the initial injection and told the patient to allow "1 week post (injection)" to settle. No other treatment was provided. Symptoms are still ongoing/unresolved.